Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. The insulin pump buttons all responded properly. No button anomalies were noted. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Event description:
It was reported that the insulin pump had an unresponsive keypad during an infusion set change attempt. The blood glucose reading was 254 mg/dl. The customer stated that he had been playing golf in 105 degree weather heat before the keypad issues occurred. Advised replacement of the insulin pump. Nothing further reported.